Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was hooked to machine when the symptoms first started. The patient was able to complete treatment but then immediately went to emergency room. Upon follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient was hospitalized approximately 30 days ago due to peritonitis. While hospitalized the patient¿s pd catheter (not a fresenius product) was surgically removed and the patient transitioned to hemodialysis (specifics not provided). Subsequent attempts to obtain additional information (e.g., causality, patient demographics, discharge summary, organism) have thus far proven unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, which warranted hospitalization and the subsequent transition of modality from pd to hemodialysis for rrt. The etiology of the peritonitis is unknown; therefore, causality could not be established. However, the patient reported he was connected to the liberty select cycler when the unknown symptoms began. Limited follow-up information precluded a more in-depth investigation. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the patient¿s hospitalization for peritonitis. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when the unknown symptoms began. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having cause/contributed to the serious adverse events. However, without a discharge summary, causality, or the offending organism, this clinical investigation cannot disassociate the device(s) and/or product(s) from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was hooked to machine when the symptoms first started. The patient was able to complete treatment but then immediately went to emergency room. Upon follow-up, the patient¿s primary pd registered nurse (pdrn) confirmed the patient was hospitalized approximately 30 days ago due to peritonitis. While hospitalized the patient¿s pd catheter (not a fresenius product) was surgically removed and the patient transitioned to hemodialysis (specifics not provided). Subsequent attempts to obtain additional information (e.g., causality, patient demographics, discharge summary, organism) have thus far proven unsuccessful.